Manufacturer narrative:
Preliminary investigation performed by medacta r&d product manager on (B)(6) 2019 the flexible ao bayonet shaft may have been damaged due to the cumulative affects of wear over the course of its useful life. It is also possible that the cause could be excessive torque in possible combination with an excess of the curvature applied during use. Manufacturer informed about the issue.

Event description:
During the primary hip surgery, the flexible bayonet drill holder broke while drilling through the drill guide. Some fragments fell into the patient and were removed. The surgeon swapped to another flexible bayonet drill holder and there was no delay in the case. The surgery was completed successfully.

Manufacturer narrative:
Investigation received by hpf: all steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. Based on the pictures received. Inspection: as shown in the picture the spring of the flexible bayonet shaft broke on the flexion point. Conclusion: we suppose that the breakage of the device could have been caused by different factors: first of all, we suppose that the bayonet broke because of the normal wear (use and sterilization), in fact it is a 2014's batch. Furthermore the cause of this breakage could be the excess of the bayonet's resistance torque or an excess of the curve while using the device (corner too tight). Visual inspection performed by r&d product manager: the flexible shaft of the instrument was broken. The analysis done in the preliminary investigation is confirmed.